Event description:
During an extraperitoneal hernia repair, the balloon ruptured. Pt suffered a bladder and vessel injury. The product was disposed by the customer. The device history record review indicated there was no lot specific problem.